Event description:
It was reported that the patient presented in clinic due to discomfort. Fluoroscopy revealed lack of slack on the right ventricular (rv) lead. Device interrogation revealed intermittent capture and dislodgment via fluoroscopy on the atrial (ra) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event was lead slack issue. As received, a complete lead was returned in one piece for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.